Event description:
It was reported that a patient with an artificial urinary sphincter (aus) was uncomfortable when sitting. It was noted that the cuff needed resizing. A new aus cuff was placed, and no other patient complications were reported.